Manufacturer narrative:
The customer reported that the system shut down. The company service representative was called to address the customer¿s reported issue. The customer informed the company service representative that the issue was with their illuminator used with their system. The company service representative notified the customer that the this illuminator is no longer manufactured; and therefore, service could not be provided. The system was manufactured on october 30, 2003. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the system suddenly shut down. The event details and patient impact are unknown. Additional information has been requested but not received.